Event description:
It was reported far field r-wave (ffrw) oversensing occurred and the rhythm was identified as atrial tachycardia/atrial fibrillation (at/af). Review of episode electrograms show ffrw oversensing and not a true at/af. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.